Event description:
On november 3, 2006, it was reported to bsc that during an ercp (patient gender and age unknown) "the wire shredded." Subsequently, it was reported "the coating peeled off and separated", but "no part broke off into the patient." The procedure was completed with another bsc jagwire. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.